Event description:
A site reported a light anesthesia case. The user stated that a sevoflurane anesthesia cassette stopped working during a procedure. The cassette was set at 2.5 liters and it appeared to be flowing but the pt woke up. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.